Event description:
A plate drape that was used for kidney transplant was found leaking when removed from the ice machine. Leaking occurred where the plastic drape attaches to the plate. Fluid was around in the cooling unit causing contamination to the contents inside the basin.